Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis (reported as a ¿pd infection¿). The cause of the breach in aseptic technique was further described as occurring ¿when operation¿ (no further detail). The peritonitis was manifested by abdominal pain and ¿white¿ pd effluent (cloudy). On an unreported date, the patient began treatment for the peritonitis with an unspecified drug through infusion (no further detail). It was reported that pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event or re-trained in aseptic technique. On an unreported ate, the peritonitis was resolved and the patient was recovered from the peritonitis. At the time of this report, dianeal therapy was ongoing. No additional information is available.